Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the mid rca. A terumo introducer sheath, a mach1 guide catheter, a 0.014 mark guide wire and an encore inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good."